Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt involving access 2 immunoassay system. The elevated results were discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory. The pt was admitted to the coronary care unit and received electrocardiogram (ECG) and further investigation. The customer supplied beckman coulter, inc. In (B)(4) with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt's sample was less then two hours when the customer sent for additional testing. Quality control (qc) was within range prior to and following the event. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.